Event description:
Complainant alleged that during training by facility staff, the device displayed a "test fail" message during 30 joule shift test. Complainant indicated that there was no patient involvement in the reported malfunction.